Event description:
The acist power injector administered a bubble of air to the left anterior descending artery (lad) during a contrast injection. This procedure was reviewed with the performing md. Although he was concerned, the patient had a good outcome, and no harm was observed. Patient was safely discharged later in the afternoon. The acist injector has several fail safes to detect air within the system. Although possible, it is unlikely that the air embolus was sent from the acist itself. An investigation has begun into the root cause of the issue. Acist was notified of the issue and was on site today to help troubleshoot and educate. No issues were found in their assessment. We will continue to monitor the situation and look for repeated safety events in the future.